Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with other urinary diversion surgical procedure, the customer contacted the technical service engineer (tse) before docking the patient side cart (psc) regarding a recoverable fault 23008 occurring and being unable to resolve by performing a power cycle. Tse reviewed the system logs and confirmed repeated recoverable fault 23008 on the usm4. Tse advised the customer to perform a hard power system on the psc but the reported complaint persisted. The customer was continuing the surgical procedure as a three arm system configuration. A second call made to tse reviewed that the trumpf table was not working with the da vinci system. Tse explained to the customer that the trumpf table motion and targeting has also been disabled. There was no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The unit was analyzed and the reported problem was confirmed and replicated. In the system logs, the error 23008 was found indicating encoder faults on yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 23008 error was triggered indicating fault on the yaw axis, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp), where "sensor check" testing was found to be failing on the yaw axis. Once testing was completed, the yaw searchlight board was aba tested and was verified to be the source of the fault. The complaint was confirmed and replicated by failure analysis. The probable root cause is attributed to sensor errors resulted from a faulty yaw searchlight board located within the usm.